Manufacturer narrative:
Sections d1 and d4 were updated with the product information after initial analysis of the customer-provided photograph.

Event description:
The customer reported that there has been an instance where a safety needle and syringe needle has broken while in use, causing blood to come in contact with the nursing staff. No product number or further details were provided. On (B)(6) 2024 a photo from the customer was provided for review. The photo appears to show a monoject syringe connected to a bd vacutainer with a possible broken syringe tip, not a broken needle.

Manufacturer narrative:
On (B)(6) 2024 a photo from the customer was provided for review. The photo appears to show a monoject syringe connected to a bd vacutainer with a possible broken syringe tip, not a broken needle. Based on this new information, the following sections were corrected: b5 describe event or problem, b2a product code, g contact office manufacturing site, h6 component code.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that there has been an instance where a safety needle and syringe needle has broken while in use, causing blood to come in contact with the nursing staff. No product number or further details were provided.

Manufacturer narrative:
Based on the information available to us, we were able to confirm the event, and determined that: after analyzing the customer-provided photo, the luer tip of the syringe barrel appears to have broken off inside a bd vacutainer. A device history record review could not be performed because a lot number was not received. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Although the reported issue of a broken tip can be confirmed from the photograph, it cannot be confirmed with certainty to be a manufacturing related defect. An exact root cause was unable to be determined. All information received will be used for further tracking and trending purposes.